Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2012-02003. It was reported by the plaintiff's attorney on or about (B)(6) 2010 and unspecified ams pelvic mesh product was implanted in the plaintiff to treat her stress urinary incontinence. The plaintiff's attorney further alleges that on or about (B)(6) 2012, the plaintiff underwent numerous surgeries in an effort to remove the defective mesh. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff "developed significant injury, including but not limited to, one or more of the following injuries: pain, infection, worsened incontinence, urinary problems, dyspareunia, and erosion." It was also alleged that the plaintiff "suffered, and will continue to suffer, pain, disability" and "impairment."